Event description:
The customer reported to olympus, the uretero-reno fiberscope had air/water leakages. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: foreign object at the tip of the cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the channel tube the water tightness was lost, the adhesive on the bending section cover rubber had a chip, due to a cut on the angle wire the bending section could not be bent in the up direction at all, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the neutral position of the angle knob was out of the specified position, due to a dent on the channel tube the forceps could not be inserted smoothly, the control unit was sticky due to water leakage, the up/down angulation lever plate was sticky, the venting connector under the grip had corrosion, and the image guide bundle had significant breakages. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.